Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to an infection. The oxinium fem head and r3 20 deg xlp acet lnr 32 mm x 60 mm were revised. No further information was provided.

Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. No further information was provided. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and sterilization documentation review cannot be completed. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. There is not enough information to make a cross-check between the reported event and the device involved, therefore the potential causes of the reported event could not be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.